Event description:
Reportedly, the device was explanted at implant. Per the cer: during implantation, the end-user found out the central hole was not symmetrical. He decided not to implant. Follow up information included the description: the doctor checked the valve appearance and found out the central hole to be a little bit larger than before; he thought it was not a big issue and implanted into the patient. After implanting, he checked (using sterile saline), and found the saline regurgitated. That was why the doctor removed the valve.

Event description:
While performing an investigation on a customer's freestyle navigator cgms, a crack was observed on the lower housing near the battery door latches of the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
(B) (4). The returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to (B) (4) office on 14 apr 2009.